Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. It was not specified whether the patient followed the correct post-op procedures adequately.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025 arthrex regulatory reported via email, that after reviewing a 2013 clinical study, they identified a case in which a patient¿s total knee arthroplasty contributed to impaired osteotomy healing. The procedure involved the ibalance hto system, however, no additional details were provided.